Manufacturer narrative:
One opened 2.8mm slit knife was received in a blister for the report of dull knife. The returned knife was not properly seated in the tray. The tip of the knife was pointed into the petg. The sample was examined and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, a nonconformity investigation has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions.

Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A healthcare professional reported that blunt knives were noted prior to surgery. Additional information has been requested. This is one of two reports being filed for this facility. This report refers to one of the two knives.